Manufacturer narrative:
(B)(4). Returned meter and returned test strips evaluated with no defects found. Most likely underlying root cause of malfunction: strip issue. Test strip UDI# (B)(4). Manufacturer contacted customer on (B)(6) 2017 in a follow-up call in order to ensure the customer's condition since the initial call; customer's condition has improved. The customer does not have any diabetic symptoms currently. However,the customer did seek medical attention. The date of hospitalization: (B)(6) 2017 at 10:00 am. At the hospital the customer was given insulin through an IV. Her blood result at the hospital was in the 700's mg/dl. The customer left the hospital around 2:00 am. Customer is now taking glimepiride.

Event description:
Consumer reported complaint for e-5 with symptoms. The customer is concerned with tests results obtained of e-5 accompanied by symptoms. The customer's expected fasting blood glucose test result range is undisclosed. The customer did report symptoms of headache, excessive thirst and excessive hunger. Medical attention is reported as a result of the actual blood glucose results and reported symptoms. The product storage location is undisclosed. During the call on (B)(6) 2017, a blood test was performed by the customer and produced test results of e-5 using true metrix meter. The test strip lot manufacturer's expiration date is 03/31/2018 and open vial date is undisclosed. The meter memory was not reviewed for previous test result history. While on the call the customer states she has a headache, excessive thirst, and excessive hunger. Customer denies the need for medical attention at the time of call.